Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that in 2013, they had issues having pain around the implantable neurostimulator (ins) site. It was reported that something happened where the patient got jolted or bumped really hard and the device went off. The patient clarified that they were not jolted by the machine but got bumped really hard. When the patient got hit, their ins got hit and went off. The change in therapy or symptoms was reported to have been sudden. The patient then had a weird message but they didn't know what the message was. The patient had a lot of pain around the ins site. It was reported that the pain was resolved and they had no pain anymore. The patient keeps stimulation on all the time with the same settings and it was reported to be working. Relevant medical history includes other chronic/intract pain (trunk/limbs).